Event description:
Procedure type: artero-vascular by-pass. According to the reporter: the needle detached form the suture strand and the suture was lost inside of the tissue. The suture was not retrieved.